Event description:
It was reported that during an angiogram prior to a coronary interventional procedure it was observed that a previous arteriotomy closure using a perclose proglide suture had captured the posterior wall of the common femoral artery. There was narrowing of the vessel and a partial disruption of blood flow. The patient was asymptomatic. No treatment was given for the back wall suture capture. The patient will be monitored with ultrasound. The coronary interventional procedure was successfully completed and the method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.